Event description:
The proximal piece of catheter was returned to the MFR for analysis because, during implant, the catheter broke in half while pulling the guidewire out. The distal portion remains implanted and a proximal revision piece was used to revise the catheter. There was no injury to the pt.

Manufacturer narrative:
Guide wire bent - one end of the catheter segment appears to have been broken off, there is a jagged appearance. There was a significant bend in the guidewire 61.7 cm from the proximal end.